Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015. The customer's blood glucose was unknown at the time of admission. The customer reported the cause of the hospitalization was from an infection in the blood stream. The customer reported passing out and being taken to the hospital by the ambulance. The customer was treated with antibiotics. The customer stated they were wearing the insulin pump at the time of hospitalization.